Event description:
It was reported that when using the bd pyxis¿ medstation¿ es broken lid cubie and sticky substance were observed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had had broken lid cubie and sticky substance. A field service engineer checked cables and sensors, removed the spilled medications all over the cubie trays row a, then cleaned the drawer and cable and cubie tray. Later replaced the row board cable and cubie tray, reseated cables and also adjusted solenoid and checked the sensors and verified the working in hardware test application to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es broken lid cubie and sticky substance were observed. There were no delays or adverse events or injuries reported based on this event.